Manufacturer narrative:
Film evaluation summary: the exact cause and source of the endoleak could not be determined from the films provided. Films prior to and during implant were not available for review, and earlier post-implant films were also not available as the patient was lost to follow-up. CT¿s from 22 months post-implant revealed that the maximum aaa diameter measured 63mm and a large amount contrast was seen within the aaa sac. The contrast was initially seen within the anterior sac along the posterior side of both limbs (near the level of the flow divider, and also filled a large portion of the aaa primarily along the left side. No clear stent fractures or any other issues were observed. This appeared most likely to have been a type iii fabric endoleak; however, analysis of the returned films did not reveal any characteristics that could explain the cause of the observed endoleak. Films during the intervention where an aui was implanted to re-line the stent graft, which reportedly resolved the endoleak, were not available for review. Pending review of additional CT¿s. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: etlw1616c82e sn (B)(4), expiration date: 2016-05-26, (B)(4), etlw1610c124e sn (B)(4), expiration date: 2016-11-10, UDI # unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that the patient was lost to follow-up since the original implant approximately two years ago. During a recent CT for another reason an endoleak was observed. The physician was not certain about the type of endoleak. Their suspicion was that it was a possible type iii. The endoleak was located in close proximity to the bifurcation of the stent graft where both limbs begin. The physician stated the cause of the event cannot be determined. An endurant aui and an endurant limb were implanted to re-line the original stent graft which was showing an endoleak. A femoral-femoral bypass was also performed. The procedure was considered a success and the physician feels the endoleak has been fixed. The final angio showed no endoleak was present. No additional clinical sequelae were reported and the patient is fine.